Event description:
It was reported that the patient swelled and gained about 100 pounds of fluid 8 months prior. The patient was hospitalized on (B)(6) 2013 and diagnosed with copd. It was noted that they found out it wasn¿t copd but a reaction to the medication. No alarms were heard by the patient. When the patient was hospitalized, they didn¿t want to touch the pump. The patient could hardly breathe and they put the patient on oxygen and medications. Since then, the patient had been off all medication and lost 80 pounds. The patient was very concerned and wanted the pump explanted. It was later reported that the patient almost died 3 times. The patient was diagnosed with copd and was put on 4 liters of oxygen. The patient was also diagnosed with congestive heart failure and was told she would be on oxygen forever. The patient took herself off the oxygen and medication and was down to (B)(6) pounds. The pump was used to infuse compounded morphine and marcaine. No interventions, outcome or medical history was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n225620, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a lawyer. The patient¿s medical history included degenerative disc disease, a cervical neck fusion (2002), severe and chronic pain with aggravating factors of bending, twisting, head turning, lifting, standing, or walking, sitting or lying for prolonged periods of time, and cold weather. In an attempt to manage her severe and chronic pain, on (B)(6) 2009, a pump and catheter were implanted. The pump was implanted for the purpose of administering intrathecal morphine to control her chronic pain. Shortly after her device was implanted, the patient began to suffer complications. She experienced weight gain, fluid retention, muscle spasms and localized pain. After two years of enduring these complications, she went back to her pain management physician, and requested that the pump be removed; however, as the patient was not a candidate for oral medication, the physician did not remove the pump. The patient continued to endure complications related to her device, including but not limited to, the pump not functioning properly... On (B)(6) 2015, the patient underwent a pump removal procedure. Her postoperative diagnosis was deemed as " nonfunctioning pain pump." The physician explanted the patient¿s pump and the catheter. The patient spent five years battling the effects of her defective device. Because of the severe illness she suffered as a result; she lost significant quality of life. ¿the patient has suffered and will continue to suffer damages, including lost wages and benefits, diminished wages and future earnings, mental anxiety and anguish, loss of self-esteem, medical bills¿" the design defect cause the patient pain, suffering and serious bodily injury.

Event description:
At the time of report the patient's pump was used to infuse morphine and marcaine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient would be having the pump explanted. It was noted that the patient was swelling up a year after and almost died. The patient's health care provider (hcp) gradually decreased the patient morphine and marcaine since 2010 because the patient started to swell up at 2.086 ml within a 24 hour period. The patient had the flu since (B)(6) 2013 and gained over 100 pounds of fluid at that time and it was all related to the pump therapy implant. Later the patient indicated that she almost died 4 times which was related to the pump. The patient indicated that she lost her teeth because their hcp put morphine in the pump instead of dilaudid and the patient was allergic to morphine. It was noted that the patient can't talk anymore. The patient indicated that she had 14 seizures and gained over 100 pounds of fluid. The patient was on oxygen, and had copd, and congestive heart failure and tons of medicine and she don't have that anymore because she took herself off the oxygen and everything. The patient had problems hearing because of an ear infection which started for a very long time, for over a year with the flu and also had staph infection when she gained all the fluid. The patient also indicated she have to strain to urinate and can't sleep and can't eat and can't do anytime and have been on morphine for the prior 4 years. At the time of report the patient lost all the weight and felt reborn. At the time of report the patient's pump was used to infuse morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that having the pump placed was the worse experience. The patient noted that their health care provider (hcp) almost killed her 4 times. The patient indicated that they had been ill for 5 years and noted having been assaulted, being cut off cold turkey from her oral meds. It was noted that on (B)(6) the prior year the patient would have died if she got to the hospital 5 minutes later. The patient noted "lasik for fluid" and 2 inhalers. The patient noted they got better on their own. The patient was cut off cold turkey from her pain medication and on (B)(6) 2014 had 14 seizures. The patient had temporomandibular joint dysfunction (tmj) and took pliers to pry open her jaw and broke all her teeth in her month. The patient noted she was detoxing. The patient was suffering from 24/7 migraines, horrifying pain, anxiety, muscle spasms and noted it was pushing on their bladder. The patient was supposed to see their hcp on (B)(6) 2014, but they switched the time. The patient arrived at 2 but was told her appointment was at 1 and the patient began crying. The patient indicated that she's on 2.069 maybe 5 drips in 24 hour period. At the time of report the pump was indicated as being used to infuse morphine.

Event description:
Additional information received reported the patient just wanted "the damn pump out." It was also reported the patient had not been given any oral medication prescriptions since (B)(6) 2013. The patient started being titrated down (B)(6) of 2014. There were no device issues. The titration was because the patient had social/emotional/mental health issues and the physician was not comfortable continuing pump therapy because of it. The patient did not have a prior history of seizures. It was reported that it was not possible for the seizures the patient had in (B)(6) to be device related because the patient was completely titrated off the pump. It was reported that if the patient in fact "almost died" three times it was not device or therapy related. The patient did gain weight but it was due to unrelated chronic obstructive pulmonary disease and congestive heart failure. As of the date of the report the pump was not known to be removed. Additional information received reported the patient just wanted "the damn pump out." It was also reported the patient had not been given any oral medication prescriptions since (B)(6) 2013. The patient started being titrated down (B)(6) of 2014. There were no device issues. The titration was because the patient had social/emotional/mental health issues and the physician was not comfortable continuing pump therapy because of it. The patient did not have a prior history of seizures. It was reported that it was not possible for the seizures the patient had in (B)(6) to be device related because the patient was completely titrated off the pump. It was reported that if the patient in fact "almost died" three times it was not device or therapy related. The patient did gain weight but it was due to unrelated chronic obstructive pulmonary disease and congestive heart failure. As of the date of the report the pump was not known to be removed.